Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicated and critically override. A technical support specialist confirmed that the issue was resolved by hit. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not communicating and critically override. The customer stated that this malfunction did not cause a delay in dispensing the medications to the patient because the user managed to retrieve the medication from another device. However, there were no adverse events or injuries reported based on this event.